Event description:
Edwards received information a patient with a 29mm porcine valve implanted in the pulmonary position for 32 years, 10 months, duration underwent valve-in-valve procedure due to mixed stenosis and regurgitation. Imaging revealed the surgical ring was fractured. It was noted to be challenging to cross the fractured pulmonary prosthesis due to post-surgical anatomy and altered rvot structure. A 29mm transcatheter valve was implanted inside the 29mm valve. Patient outcome good, no gradient or paravalvular leak. Per physician surgical valve did not prematurely fail/malfunction.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, d1, d4, d6, f10, h6. The cause of the event was due to patient factors, progression of patient's underlying valvular disease pathology, and expected wear and tear. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 29mm valve implanted in the pulmonary position for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. A 29mm transcatheter valve was implanted inside the 29mm valve. Patient outcome good, no gradient or paravalvular leak.